Event description:
It was reported that intermittent audio output occurred. On (B)(6) 2023, the patient reported they did not receive an alert from the mobile app when his blood glucose went below 40 mg/dl. The patient was at work and at around 12:00pm, he started vomiting and stated things were a bit "fuzzy" and blurry to him and he passed out. The patient's employer called 911 and was transported to the emergency room by emergency medical technician's. At the ER, the nurse checked the patient's blood glucose value and confirmed that it was below 40 mg/dl (it is unknown what the cgm had been displaying during the event). The patient was treated with glucose and was released after 3 hours. At the time of the report, the patient was in normal condition. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).